Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information, further system/instrument log investigation cannot be performed.

Event description:
It was reported that at an unspecified time after completion of a da vinci-assisted prostatectomy, the patient became ill and developed intra-abdominal sepsis. As a result, the patient underwent a laparotomy. During the reoperation, an injury to the duodenum was discovered. The customer believes that during the da vinci-assisted prostatectomy procedure, the monopolar curved scissors (mcs) instrument hit the bowel during an instrument exchange due to a lack of communication between the bedside staff and the surgeon. The patient underwent a third surgery to repair a ventral hernia that developed after the operations but is said to have recovered and is "fine now."